Manufacturer narrative:
Please see related MFR report #: 8030665-2024-00045, which has also been submitted. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that multiple combi sets from this lot were clotting in the arterial chamber within minutes of initiating hemodialysis (hd) treatment. It was also reported that air bubbles were noted in the arterial chamber. It is unknown how much blood loss occurred due to the clotting. However, there was no reported patient injury or harm due to the events. It could not be confirmed if a sample was available to be sent back for evaluation. Multiple attempts were made to obtain additional information without success.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that multiple combi sets from this lot were clotting in the arterial chamber within minutes of initiating hemodialysis (hd) treatment. It was also reported that air bubbles were noted in the arterial chamber. It is unknown how much blood loss occurred due to the clotting. However, there was no reported patient injury or harm due to the events. It could not be confirmed if a sample was available to be sent back for evaluation. Multiple attempts were made to obtain additional information without success.